Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy (programmed amount unknown). An infusion of melfolin was running at 999-ml/hr for 1 hour, but at the end of the infusion 200-ml remained in the bag. The nurse programmed more volume to be infused to complete the infusion. It was also reported there was no patient injury.